Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the display cursor and could not be calibrated. It was recommended that the programmer be returned for service but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the connection to the display required cleaning and reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.